Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over 2 minute time frame on their optium blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant.there was no report of death, serious injury or mistreatment associated with this event.